Event description:
A system operator reports the laser would not fire at the beginning of a procedure. The system operator rebooted the system and the surgeon was able to complete the procedure and all the other procedures that day with no problems. The surgeon stated, the pt was not harmed or injured and the patient's outcome was not affected.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint(event date: 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting 2006. This MDR filing is a result of that retrospective review. Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) performed surgery day performance tests with no problems observed; the tm was unable to duplicate the laser not firing issue. No parts were replaced or returned for eval, and the tm completed a successful system verification. A review of the surgery database was performed by a quality engineer and the event was identified. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.